Event description:
Discordant advia centaur cp br results were obtained for multiple patients samples. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant br results.

Manufacturer narrative:
Siemens filed the initial MDR on november 30, 2011. Siemens healthcare diagnostics performed a study on the br reagents received from the customer site. The tumor marker controls for the br assay were within the IFU ranges until the tenth day of the study. On the tenth and last day of testing the br tumor marker controls were out high. The results of the testing determined the br assay needs to be calibrated every 3 days to maintain a less than 10% difference in the results for qc and patient samples. The issue is under investigation.

Manufacturer narrative:
The cause for the discordant br results is under investigation. The instrument was decontaminated on (B)(4), 2011 by the field service engineer. The IFU states in the limitations section: "note: do not interpret levels of ca 27.29 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed breast carcinoma frequently have levels of ca 27.29 within the range observed in healthy individuals. Additionally, elevated levels of ca 27.29 can be observed in patients with nonmalignant diseases. Measurements of ca 27.29 should always be used in conjunction with other diagnostic procedures, including information the patient's clinical evaluation. Warning: do not use the advia centaur cp br assay as a screening test or for diagnosis. Normal levels of ca 27.29 do not always preclude the presence of disease."

Manufacturer narrative:
Siemens filed the initial MDR on november 30, 2011. Siemens filed the supplemental report #1 on august 10, 2012. Siemens has determined that this issue is due to a decrease in onboard stability as reflected in the calibration interval of the br assay. As a result, urgent device correction notice no. (B)(4) and urgent field safety notice no. (B)(4), were issued to siemens customers on (B)(6) 2012.